Event description:
It is reported that the drill bit broke while in use. Surgeon was not able to retrieve broken drill pieces from bone.

Manufacturer narrative:
Eval summary: as returned, the tip of the drill was fractured off. The broken tip portion of the drill was not returned for eval. The hardness test meets the print specification. It is unk how the drill was used. The tip has fractured due to possible wear and/or overloading at the tip. It is not known how much load the surgeon applied to the drill during the procedure, or if the drill was subjected to any off-axis loading that could have resulted in bending moment stresses and fracture occurring at the drill tip. Insufficient info is provided to determine the root cause of the event. Eval codes: device history records indicate all component were manufactured and inspected to specification.